Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48020. Related manufacturer reference number: 1627487-2020-48022. It was reported the patient was not receiving effective stimulation. Diagnostic testing showed high impedance on left l1 lead. It was possible to achieve therapy using right t12 and l1 leads; however, patient was not getting adequate pain relief. X-rays were taken and confirmed migration for right t12, right l1 and left l1 leads. Surgical intervention may be pending to address the issue.